Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: to prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Log files reviewed on (B)(4) 2015, revel: normal power consumption; 1 vad stopped alarm was logged on (B)(4) 2015; 6 vad disconnect alarms since (B)(4) 2015; 145 electrical fault alarms since (B)(4) 2015; 1 controller fault alarm; the manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-01073 and 3007042319-2015-01073) submitted for devices related to the same event. Controller has not been received.

Manufacturer narrative:
The returned controller passed functional testing but failed visual inspection. Contamination was observed on the controller driveline connector. Review of the log files reveals occurrences of several electrical fault alarms logged on (B)(4) 2015 (reported event date). These alarms are most likely due to contamination of the driveline connector by foreign material. Cleaning on the driveline connector was performed at the patient's site. Investigation into this issue has been initiated via the corrective actions/preventive actions process by the manufacturer. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the medical staff that an inpatient experienced electrical fault alarms on the controller. The alarms were confirmed; the clinical engineer noted a contamination issue with the driveline connector. The patient was prepared for the cleaning procedure with dobutamine and heparin. The patient tolerated the procedure well of 3 times of 60 seconds of cleaning. It was also noted that the drive line was cleaned and primary controller were exchanged. Patient is doing fine at the moment, no more issues. No additional information was provided. This is report 2 of 2.